Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's ins stopped worked approximately one month after it was implanted. They were told the it just didn't work for some people. Their hcp checked to make sure it was working properly, but it was never resolved. It was noted that the patient had chronic urinary incontinence which was related to the ins not working.

Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was in hospital and confirmed the hospital visit was unrelated to the device. It was noted that they wanted to turn the ins off for the patient to have an MRI. The MRI was for the brain to rule out a stroke and it was confirmed that this was not related to the patient's interstim device/ therapy. It stated that when they went to use the patient programmer (pp), the screen was blank, further stating that they knew they needed to replace the batteries. The caller inquired how to turn stimulation off after they replaced the batteries, this information was reviewed. It was stated that patient had not been adjusted or used the pp in a while because the ins had not been working for them. It was mentioned that the health care provider (hcp) believed it would be worse without the ins so patient leaves pp alone and keeps stimulation on. It was mentioned that patient improved 75% during the trial period. No further patient complications were reported/ anticipated as a result of this event.